Manufacturer narrative:
Evaluation summary: a photo was provided of the device laying on the extra label set. The view is from the top of the device. The plunger lock and lens stop have been removed. The plunger is oriented correctly and has been retracted to mid-nozzle. Viscoelastic can be observed in the device. What appears to be a broken haptic is observed in the tip at the wound guard (oriented to the right). The rest of the lens can be observed taped to a piece of gauze outside of the device. The lens appears to be in two pieces typical of removal damage. Viscoelastic was not provided. It is unknown if a qualified product was used. Based on our observation of the attached photo, the haptic is broken and clinical solution appears to be present in the device. It is difficult to make a final determination without evaluation of the physical sample. The root cause cannot be determined based on available information. It is unknown if a qualified viscoelastic was used. Material properties of non-qualified viscoelastics may contribute to underfill, overfill, misfolding of the haptics, or other inconsistent folding outcomes. The broken haptic is on the opposite side of the nozzle from the plunger groove. The trailing haptic position may indicate it was not in a proper position for advancement per the provided diagrams in the directions for use (dfu). The plunger was retracted. The plunger position in relation to the broken haptic during advancement cannot be determined. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. (B)(4).

Event description:
A nurse reported that during an intraocular lens (iol) implant procedure, the first haptic and the optic were injected inside the eye but the second haptic was stuck in the injector. Additional information was provided by the doctor indicating that the patient presented with corneal edema by manipulation.